Event description:
It was reported to boston scientific corporation that a radial jaw 4 standard capacity with needle biopsy forceps was used during an esophagogastroduodenoscopy (egd) procedure in the duodenum. According to the complainant, during the procedure, there ¿seemed to be tearing¿ when taking a duodenal biopsy. The procedure was completed with this device. Seven hours after the procedure, the patient was admitted unconscious into the ER due to delayed bleeding. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The exact event date is unknown, however it was reported that the procedure was approximately 7 or 8 weeks prior to the aware date of (B)(4) 2014. (B)(6). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.